Manufacturer narrative:
The device was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. We were unable to perform self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, operating currents test, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm low battery alarm due to blank display. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was 163 mg/dl. Customer stated they replaced the battery but the device would not turn on. During troubleshooting, the customer mentioned the insulin pump had physical damage. Customer was advised to discontinue the use of pump and revert to back up plan as per health care provider's instructions. The customer will return the product for analysis.